Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00090 on may 18, 2015. On 06/01/2015 additional information: the difference in results between the advia centaur xp ca19-9 assay and the alternate method ca19-9 assay for this patient sample is most likely due to some unknown interferent. The customer performed the scantibody tube test on the patient sample and the result was 31 u/ml. This does not confirm the presence of heterophile interference. The customer also performed serial dilution testing on the patient sample on the advia centaur xp to test for heterophile interference. The results for the dilutions were: 1:2 48 1:5 38 1:10 33 the instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer performed serial dilution testing on the patient sample on the advia centaur xp to test for heterophile interference. The results for the dilutions were: 1:2, 48; 1:5, 38; 1:10, 33. No reports were amended for the advia centaur xp ca 19-9. The cause for the discordant advia centaur xp ca19-9 results with the alternate method is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results. " the IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
Discordant high advia centaur xp ca 19-9 results were obtained for different draw samples from the same patient. The previous results for the patient were negative. Two of the discordant patient samples were tested on an alternate method and the results were negative. The patient was referred to a gastro physician and CT scan. There was no report of adverse health consequences due to the discordant ca 19-9 results.